Manufacturer narrative:
(B)(6). The unit was received at the international service center. The technician duplicated the reported problem. Speaker 2 did not sound. Also the failure was confirmed during review of the diagnostic event log. The problem was not addressed even after speaker 2 was replaced. There was no abnormality appearance-wise. Technician recommends cpu board replacement to correct the reported issue. The repair will be completed when the component arrives to the international service center.

Event description:
The international manufacturer's sales representative reported that during run-in of the v60 vent, the unit alarmed 'primary alarm failed'. Testing was being conducted at the sales office, prior to delivering the unit to the customer. There was no patient involvement.

Manufacturer narrative:
Cpu board was replaced on (B)(6) 2017 at the (B)(6). Calibration was performed, then no abnormality was found. Cpu board was sent to the v60 vent manufacturing facility for analysis. The board was received on 04/03/2017, evaluation is anticipated, but not yet begun.